Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient was admitted to medical oncology I for ovarian cancer, and on (B)(6) 2024, at 9:00 a.m., in compliance with the nurse's instructions, she was catheterized for chemotherapy using a central venous catheter with a built-in length of 39 cm via peripheral insertion. When the patient came back to medical oncology I for chemotherapy on (B)(6) 2025, the nurse found that there was oozing at the puncture point, and she was given saline to flush the catheter immediately and found that there was oozing on the walls of the catheter when she withdrew about 3 cm of the catheter, and all was well. Immediately after trimming 11 cm, everything was normal and the tube was removed after completion of chemotherapy.